Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number1627487-2019-09182, related manufacturer reference number1627487-2019-09184, related manufacturer reference number3006705815-2019-03084. It was reported that the stopped using the scs system due to the stimulation causing shocking and pain. As a result, surgical intervention may be planned to address the issue.